Manufacturer narrative:
Upon completion of the investigation it was noted that the visual examination of the valve revealed that the stator pillar with the cam mechanism and the white marker were dislodged therefore; the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: no damage was noted with the valve casing or the cam mechanism. Corrosion on the edge of the stator, stator pillar hole as well as the white marker was observed. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the 5th december 2006. Trends were monitored for the last 2 years no other complaints for this issue were found. The root cause for the programming problem is due to the stator pillar with the cam mechanism being dislodged. The root cause of the stator pillar and the white marker dislodgement was not clearly determined. No corrective action was taken as the root cause was not identified; a data review is being opened to track actions related to galvanic corrosion of the hakim valve base plate. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to the patient 7 or 8 years ago. Doi and the initial setting pressure are unknown. When the surgeon tried to change the pressure after MRI scanning, it could not be changed. On (B)(6) 2015, the device was replaced with the same new device. The patient¿s condition is good after the revision.